Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding that the data card has been discarded per retention period documented on 20j. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During baxter service an eos alarm occurred during infusion causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The condition of eos alarm was confirmed through evaluation due to a faulty mpu pcb (micro processing unit printed circuit board). The mpu pcb was replaced. (B)(4).